Manufacturer narrative:
The device was received, investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. (Loss of vessel access).

Event description:
Device malfunction: loss of vessel access, locator wings failed to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after deploying the locator wings and visually confirming a number 2 in the number window (indicating completion of the step). The device was retracted to locate the anterior surface of the artery wall; however, it pulled out of the artery. Manual compression was applied to achieve hemostasis. The locator wings did not stay deployed when the device was manipulated out of the body by the physician. There were no reported adverse pt effects. Though requested, no additional info was provided.